Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k062195.

Event description:
On (B)(6) 2011, the lay user/ patient contacted lifescan (lfs) alleging that her onetouch ultra meter was powering off during use. The complaint was classified based on the customer care advocate (cca) documentation. The cca was advised by the patient that the alleged issue began on (B)(6) 2011 at 7:30am. The patient claimed that approximately two days after the reported issue began, he developed symptoms of 'tiredness, fatigue, and blurry vision'. The cca was informed by the patient that on (B)(6) 2011 at 2:00pm, he received phone advice from his doctor to take glucose tablets/glucose gel in response to the symptoms and 2 hours later, took more food/drink in response to the alleged product issue. During troubleshooting, the cca educated the patient on the meter's behavior and auto-shutoff but the alleged issue remains unresolved. The cca also noted that the battery did not need to be replaced. Replacement products were sent to the patient. This complaint is being reported because the patient developed symptoms suggestive of a serious injury and received medical treatment after the alleged product issue occurred.